Event description:
Reporter indicated a vns therapy patient received high lead impedance on diagnostic testing. The patient did not manipulate the device or experience trauma. According to the patient's sister, the physician reportedly stated the lead was "corroded." Review of office notes received from the physician, the patient "was in the hospital for a break through seizure in february." A battery life calculation revealed the generator is 1.51 years until the elective replacement indicator reads "yes." The patient is scheduled for surgical consult in 2009. Good faith attempts to obtain additional information have been unsuccessful to date.